Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. The 6.0mm x 100mm, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 18 atmospheres on the fifth inflation. The device was removed intact. The procedure was completed using a 7-100/5.3/75 mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).